Manufacturer narrative:
D10 concomitant product: ul-877, ul-877 polysorb* 0 vio 75cm gu46 x36 (lot # d4c3428y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the cesarean section, while using synthetic absorbable surgical suture for surgical closure, the doctor encountered needle and suture breakage for the two out of four sutures. A new suture was used to continue the operation, which was completed successfully. The surgical time was prolonged but not more than 30 minutes. There was no patient injury.